Event description:
It was reported that the transmitter stopped responding. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed due to 0.21 v. Nordic bluetooth test was performed and passed. A review of the share logs was performed and the allegation was confirmed as signal loss was found within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter stopped responding. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of the transmitter stopped responding is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.